Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch verio flex meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7:30am on (B)(6). The patient reported obtaining a blood glucose reading of 302mg/dl on the subject meter and 207mg/dl on another onetouch verio meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also alleged that the reading of 302mg/dl was inaccurately high compared to their feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of apidra from 14 to 30 units in response to the reported high reading. The patient reported that nine hours later they developed symptoms of ¿shaky hands, shaky legs and sweating¿. The patient denied receiving any treatment for these symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. As the subject test strip lot number was not provided, it was not possible to conduct a lot evaluation. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.